Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy, and the patient subsequently passed away. The patient was diagnosed with peritonitis nine days after being hospitalized for an unrelated event. The peritonitis was manifested by cloudy effluent. The cause of peritonitis was unknown. On the same day as the diagnosis, the patient began treatment of cephalothin (dose, route, frequency, and duration not reported) and ceftriaxone (dose, route, frequency, and duration not reported) for peritonitis. Two days later, the cephalothin and ceftriaxone were discontinued and the patient was started on oxacillin (dose, route, frequency, and duration not reported) for peritonitis. Three days after event onset the patient was started on intraperitoneal vancomycin (dose, frequency, and duration not reported) for peritonitis. Eight days after the event, the peritoneal dialysis catheter was removed. It was not reported if a new catheter was placed or if the patient started on hemodialysis. The patient died thirteen days after the event onset. The cause of death was reported abdominal sepsis and an unrelated event. An autopsy was not performed. The peritonitis did not recover prior to death and subsequently led to abdominal sepsis. It was not reported if therapy was ongoing prior to death or if the patient was performing therapy at the time of death. No additional information is available at this time. This is report 1 of 4.